Event description:
Initial reporter indicated that they had been implanted with the vns for about three years and was losing weight again like last time. Pt reported that when they lose weight they get depressed and "will think about committing suicide." The last time the pt lost weight "someone went over to the dr's office and did something to the device. It was not known what they did, but afterwards, he started gaining weight again and all the other things went away." No changes in medication, lifestyle, or diet reported. Pt has vns programming titrations. Reported the pt had not had a programming change for at least six months. The pt was also feeling a shocking in his neck and hoarseness when the device stimulates. Good faith attempts are being made at the pt's treating physician.